Event description:
According to the complaint (ct1-024242), samples were measured on the abl90 flex plus analyzer (serial number: (B)(6) and a so2 measurement of 94% was obtained. The bedside monitor reported approximately 88% - approximation as this was a monitor display and this is what the staff believed it to be at the time. Based on the above measurements the customer had reported the abl90 flex plus so2 measurements to be false high. No reports of death or serious injury.

Manufacturer narrative:
Radiometer investigations of the provided data was not able to determine an exact root cause. Hence, the root cause remains unknown.